Event description:
Same case as MDR ID#: 2134265-2010-05330. It was reported that during preparation for a peripheral stenting treatment procedure the guide wire perforated the catheter wall. The lesion was located in the left common iliac artery. As the physician was preparing the magic torque guide wire, the tip of the guide wire touched the monitor contaminating the guide wire. The contaminated tip of the magic torque guide wire was cut off. As the 7.0x40x135cm express ld iliac / biliary stent system was loaded onto the magic torque guide wire, the magic torque guide wire perforated the proximal portion of the express ld shaft. This event occurred outside of the patient. Another 7.0x40x135cm express ld iliac / biliary stent system and magic torque guide wire were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID#: 2134265-2010-05330. It was reported that during preparation for a peripheral stenting treatment procedure the guide wire perforated the catheter wall. The lesion was located in the left common iliac artery. As the physician was preparing the magic torque guide wire, the tip of the guide wire touched the monitor contaminating the guide wire. The contaminated tip of the magic torque guide wire was cut off. As the 7.0x40x135cm express ld iliac / biliary stent system was loaded onto the magic torque guide wire, the magic torque guide wire perforated the proximal portion of the express ld shaft. This event occurred outside of the patient. Another 7.0x40x135cm express ld iliac / biliary stent system and magic torque guide wire were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile examination of the returned device revealed the shaft proximal to the balloon was punctured. Microscopic examination of the puncture site revealed this damage may have been caused by a foreign object puncturing through the catheter wall. A visual examination of the balloon and stent revealed that the stent was crimped on the balloon in the correct location and the balloon was folded and wrapped around the shaft. The profile of the stent was measured and found to be within specification. The device was advanced over a guide wire with some resistance noted along the length of the shaft and a restriction noted 605mm proximal to the tip of the device consistent with a build up of dried blood present within the shaft. The device was immersed in warm water with a musacol solution to dissolve any build up of blood that was present inside the shaft. Afterwards, a guidewire was advanced through the device and the previously noted restriction was gone, however, a slight resistance was still noted. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be caused by other device. (B)(4).